Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hypoglycemic event. Blood glucose level was 20 mg/dl at the time of the event. Patient was treated with intravenous (IV) drip of glucose. No further information was available.